Manufacturer narrative:
It has now been reported that there was an extrusion of the receiver/stimulator.this report is submitted on (B)(6), 2023.

Event description:
Correction b5: there was no extrusion of receiver/stimulator experienced by the patient as previously reported in follow up #1 6000034-2023-02294.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.